Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380. (B)(6).

Event description:
It was reported on (B)(6) 2026 that patient experienced high blood glucose level (203 mg/dl) and treated with correction bolus via pump.